Manufacturer narrative:
Additional information was received that the event was not a drive gas leak but a breathing system leak. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. This is not a reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The top breathing system base was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in o2 drive gas leak affecting the ability to mechanically ventilate as expected. There was no patient involvement.